Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic lower anterior resection, the device was used to reconnect the colon. After 8 days, there was a post operation leak. The patient was taken back for reoperation to resolve the issue in order to complete the case. There was an unanticipated tissue loss as a result of this problem. The surgical time was extended more than 30 minutes. The event led to extended patient hospitalization.